Event description:
It was reported that shaft break occurred. The target lesion was located in the intermediate artery. Following an unspecified guide wire, a 1.50mm x 12mm emerge push balloon catheter was selected and delivered to the target lesion. However, it was noticed that the distal 3rd portion of the catheter shaft snapped in half. Another balloon was then inflated in the guide catheter to trap the guide wire and the balloon. All the devices and the broken fragments were removed from the patient successfully. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the intermediate artery. Following an unspecified guide wire, a 1.50mm x 12mm emerge¿ push balloon catheter was selected and delivered to the target lesion. However, it was noticed that the distal 3rd portion of the catheter shaft snapped in half. Another balloon was then inflated in the guide catheter to trap the guide wire and the balloon. All the devices and the broken fragments were removed from the patient successfully. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter in two (2) pieces. There was blood and contrast in the inflation lumen and blood in the guidewire lumen. The balloon was partially unfolded. There were multiple hypotube kinks and the hypotube was broken 63.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Inspection under magnification revealed a shaft kink 34cm from the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).